Manufacturer narrative:
An investigation summary was performed and the investigation of the complaint articles has shown that: we have received three screws for investigation. The screws got visual examined and they do show slight marks of use and the shaft is broken off. Based on the complaint description some residues of the shaft might be remained in patients bone and could not be sent to us for investigation. Such small screws are delicate to handle and please make sure to operate always according to the surgical procedure in order to minimize such breakages. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cortex screw was broken when the surgeon tried fixing the plate with the cortex screw. There was a residue in the patient¿s body. The cortex screw was used for proximal phalanx fracture case. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for one unknown part/unknown lot number. Implant and explant dates are unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.